Manufacturer narrative:
The customer did not indicate that the device will be returned for evaluation. If the manufacturer receives the device, a follow-up report will be completed upon conclusion of the evaluation.

Event description:
It was reported that the patient's thigh and knee were "smashed" in association with a fall while wearing the orthosis. The patient received an oa nano brace two years ago. It was set with a 90-degree flexion limit. The patient was on vacation in (B)(6) at the beginning of march this year. During a walk on march 10, she fell. The limitation of the orthosis did not hold up and broke through. As a result, according to her statement, her thigh and knee were "smashed". Additional information and return of device has been requested.